Manufacturer narrative:
Unfortunately, the product was not returned for evaluation. We were unable to confirm the customer's experience without the return of the product.

Manufacturer narrative:
One ev1000a platform was received for product evaluation. An examination was conducted on the system and it was observed that it was able to zero the cvp/ap line and also monitor the co, svi, sv and scv02 during a two day period. It was verified that the monitor was updating the correct parameters every five minutes, as per the parameter settings, time intervals and averaging. The burn in process was conducted on the unit and all parameter readings were within product specifications. The system was turned on/off during the burn in process and it worked properly. The databox was tested, per procedure, before and after the burn in process and it passed the complete automated functional test. There was no physical damage that was observed on the databox or on the pc panel. The system will be taken out of service and destroyed as it has zero book value. The device service history record review was completed and there was a nonconformance that was generated; however, it was not related to the complaint issue. There was a service work order that was found, and it was not related to the complaint issue. The reported event was not confirmed by evaluation. There is no indication of a manufacturing defect that was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No further action will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be submitted with the investigation results. The device/service history record review was completed and there was a non-conformance that was generated during the manufacturing process; however, it was not related to the complaint issue.

Event description:
It was reported that the ev1000a platform was in use while monitoring a patient. The clinicians who were present were unaware that the parameters on the screen had frozen. There were patient interventions that were administered; volume resuscitation and vasopressors. There was no patient adverse reaction to the interventions. When it was observed that the monitor had frozen parameters, the monitor was replaced with another monitor and everything proceeded as normal. There was no consequence or injury to the patient.